Manufacturer narrative:
B5: upon follow up it was reported the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. According to the reporter, the cause of the event was due to recalled minicaps. The same day as event onset, the patient was treated ( at the pd clinic) with cefazolin (intraperitoneal, 1.5 gm once a day, for 5 days) and ceftazidime (intraperitoneal,1.5 gm once a day, ongoing) and nystatin (oral, 500000, 4 times a day, ongoing). At the time of the report, the peritonitis was resolving. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "feeling unwell". The cause of peritonitis was unknown. The patient hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.